Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (graphic case for hindfoot arthrodesis nail-ex, part number 690.540, lot number unknown). The subject device and components were returned and inspected for the complaint description. The received condition is noted as "severely used" with significant fading / wear evident on all of the hard anodized surfaces of the base plate assy (690.540.20), top tray (690.540.40), and middle tray (690.540.30). The laser etch graphics located on the noted trays and assemblies are slightly worn but still legible. The silicone brackets and nylon coated brackets located on the tray assemblies have slight damage and the nylon coating has been worn off on a few brackets/instrument holders. The silkscreen graphics on the case exterior has been scratched or gouged off in multiple locations. Although the exact manufacture date cannot be determined, a review of the device drawings showed no issues. The design is determined to be suitable for its intended use when used and maintained as recommended. It is likely that wear from removing and replacing the instruments and sterilization are the cause of the complaint condition (wear over the life of the device). This complaint is confirmed. (B)(4). Manufacturing review was reported in initial medwatch in error. Without a lot number, a device history record review could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Issue discovered during routine inspection on (B)(6) 2015. However, it is unknown when the issue originally began. (B)(4). Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the dividers in a hindfoot loaner set are chipping. The discovery was made during a routine set inspection by a hospital representative on (B)(6) 2015. There was no patient or procedural involvement. However, the instruments removed from the set were used during a procedure on (B)(6) 2015. No additional information is available. This report is 1 of 1 for (B)(4).